Manufacturer narrative:
The report of replace liefband message was confirmed through evaluation of the archive data retrieved from the autopulse platform (sn (B)(4)); however, there were no device deficiencies found during functional testing of the platform. Review of the archive data retrieved from the platform contained (ua) 12 (lifeband not present) error messages that were subsequently cleared by the user and (ua) 17 (max motor on time exceeded during active operation) error messages around the event date, confirming the reported event. Both ua 12 and ua 17 error messages occurred on the same date. Prior to the ua 17 error message, it was noted in the archive data that the platform was used on a medium/large sized patient and the battery had sufficient battery capacity to perform compressions. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. No error message was observed during functional testing of the platform. A load cell characterization test was performed, and evaluation of the drive train motor brake gap and compression depth verified that the platform was within the specification. The platform was subjected to a run-in test using a good known reference autopulse battery, and the platform operated with continuous compression using a light resuscitation test fixture without any issue observed until the battery was depleted. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error messages observed in the archive data are easily clearable by user. Per the autopulse user guide instructions, the ua 12 error message can be cleared by ensuring that the lifeband is properly installed with the band clip seated in the drive shaft, and restarting the platform. The ua 17 error message alarms when the platform target depths did not reach specification, ua 17 can be cleared by inserting a fully charged battery into the platform. Additionally, visual inspection of the platform upon receipt found damage on the top cover, and motor cover. These visual observations are cosmetic and were unrelated to the reported event. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 18 oct 2016.

Event description:
Additional information stated that the responding team member who reported that event was a paramedic. Troubleshooting attempts were made to clear the error message by lifting and resetting the lifeband to full extension and removing and reconnecting the lifeband. No further information provided.

Manufacturer narrative:
The autopulse platform was returned to zoll on 01 feb 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse repeatedly stopped and each stoppage was resolved by pulling the lifebands up, which is quick and should take few seconds. When the stoppage issue persisted, manual CPR was performed. Because the troubleshooting was quick, and manual CPR was readily available, the short interruptions of mechanical compression is unlikely to have negatively impacted the patient outcome. Rosc was not achieved by the combination of mechanical and manual CPR. The cause of death is likely to be the patient's underlying clinical condition.

Event description:
It was reported by the medical personnel that during patient use, recurrent "replace lifeband" messages were observed on the autopulse platform (sn (B)(4)) display screen. It was stated that the issue did not fully resolve after numerous troubleshooting attempts by lifting and resetting the lifeband to full extension and removing and reconnecting the lifeband. The platform would reportedly operate with just 4 to 5 compressions followed by a recurrence of the "replace lifeband" message. According to the reporter, no real delays were encountered as the error message occurred at the end of the compression when the responding team was switching over to manual CPR. After applying manual CPR for an unspecified amount of time on the patient, the patient was subsequently pronounced with post vital signs absent (vsa) and the cause of death unknown. The patient outcome was not attributed to the device. No issues were observed during shift check and during deployment state. No further information was provided.